Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2020 for high blood glucose with diabetes ketoacidosis. The blood glucose at the time of the incident was 600 mg/dl. The high blood glucose was treated with injection and insulin drip. The customer also stated that, the insulin pump had insulin flow blocked alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm or insulin pump on and off display noted. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Device received with normal operating currents. No unexpected battery alarms or alerts noted during testing or in the device trace download. Device received with scratched case and pillowing keypad overlay. (B)(4).